Event description:
It was reported that, purchasing staff opened and removed simplex tobra boxes out outer case, they noticed 3 to 4 dose boxes were stuck together and had a strong odor.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.